Event description:
It was reported that the pump and catheter were removed about 2.5 months ago because the pump migrated onto the patient¿s bowel. It was implanted by her belly button under muscle because, she was very tiny and migrated to her right side. The patient had never been able to go to the bathroom ¿in her life¿; she had always been constipated. She was now going to the bathroom, but when she went, she would get a burning sensation. After going to the bathroom she would get a very warm/hot burning sensation from her neck down, through her whole trunk, to her vagina; her arms, legs, hands, and feet were cold. It would last a ¿good 6 hours¿; sometimes longer. In the most recent episode, the patient went to the bathroom at 9:30pm and it didn¿t stop until the next day. The patient couldn¿t stand it anymore; it was getting very bad and it was very uncomfortable. This did not happen when she urinated. It had started in the hospital following the pump removal and they thought it was withdrawal because, she was at 1.0 when they took the pump out. The pump had been delivering dilaudid and baclofen. The patient had been to the emergency room many times and they all looked at her like she was crazy. Her physicians couldn¿t figure out what was going on. She was having a CT scan (B)(6) 2013. The patient also had an appointment with a gastrointestinal physician and a neurologist to see if her bowel had nerve damage. The patient was taking oral baclofen and still having the sensation and it would only happen when she had a bowel movement, so they knew it wasn¿t withdrawal. It was also noted that the patient was losing her voice. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient's symptoms had changed some since last report in early june. The patient was having a hard time with bowel movements again; she noticed the burning sensation, described as a fire sensation, more upon waking, either in the morning or from naps. This still occurred from the neck down to feet. She stated that it varied on how long it lasted. It could go from lasting 5 minutes to all day. Her neurologist performed a neurological exam and referred her to a pain specialist; the cause for the sensation was not known. They had not made any connection to the pump. Her first appointment with the pain specialist was for later this week. The patient had also seen a gastrointestinal physician and all he found was that she was constipated; the cause was unknown. A CT scan did not show anything, other than her being "full of stool". No connection to the device had been made. The patient stated that despite the current symptoms and the migration of the pump, she would have another implanted in a "heartbeat" specially if it was smaller to accommodate her smaller frame/size. She weighed (B)(6) lbs and even the 20 ml pump seemed too heavy for her body. She would be willing to travel into the physician's office more frequently for refills if it meant a less chance of migration with a smaller pump.